Event description:
It has been reported to the company that the guide catheter was inserted into the patient and injured the left main coronary artery. The physician inserted the guide catheter into patient's left main coronary artery and while doing so the guide catheter itno patient's left main coronary artery and while doing so the guide injured the artery. The physician inserted a stent and successfully repaired the injury. The patient is reported to be fine.